Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-00180. It was reported that high impedance issue was observed on the right lead. Patient denies any traumas or falls. Patient lost effective therapy as a result. A surgical intervention is anticipated in the near future. No additional information is available at this time. It is unknown which lead has the high impedance therefore both leads are being reported.

Manufacturer narrative:
Correction: upon review, the octrode lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.